Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, right femoral artery stenosis was observed likely caused by intimal detachment. Surgical blood vessel repair was performed. No additional adverse patient effects were reported.